Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with left pneumothorax and hemothorax post implant procedure which was confirmed upon chest x-ray and CT. Chest tube was placed on (B)(6) 2018 to resolve pneumothorax. Chest x-ray revealed no residual pneumothorax. Tube was removed and the patient was discharged.